Event description:
In 2008, the pt reported she has been experiencing elevated blood glucose readings up to 420-430 mg/dl due to air bubbles in the cartridge of her insulin infusion device. She stated her normal range is 80-120 mg/dl. Her only symptom is frequent urination and she corrects her readings by priming out the air bubbles and bolusing insulin. She stated she will sometime change her infusion headset, tubing and cartridge as a precaution. She said she uses room temperature insulin to fill her cartridges and makes sure all connections are tight. The pt agreed to have additional training and a request for assistance was made. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.